Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to the device evaluation and d9, g2, h3. The device evaluation and the information in d9, g2, h3 was inadvertently omitted from the initial medwatch report. Please see updates to d9, g2, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found a cut in the gray protection hose of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the pink image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k190744.

Event description:
It was reported to olympus that a video telescope with a permanent pink image. The customer received a loaner device. The reported issue occurred during reprocessing of the device. There was no patient injury or adverse event reported to olympus.